Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg was placed too deep. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well post-operatively.